Event description:
Chemo drug was hung and infusion was started. The rn went back to check on the pt and noticed that chemo was dripping from the site where the phaseal was connected. No chemo reached the pt, it was dripping on the floor. This is a problem with the connector. We have been using this product for greater than 4 yrs. The company states, it was a problem with not tightening the connector enough. The staff are tightening so much now they can hardly remove and still are having the issue a year later.